Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that pieces of the rubber stopper were found floating in the unspecified bd¿ syringe after drawing up medication from the vial with the blunt fill needle. The following information was provided by the initial reporter: "pieces of rubber stopper found in syringe after drawing up from vial with blunt fill needle. This was a situation november 10th?) In which a nurse was attempting to draw up surfactant from a vial. She told me that she could not withdraw the surfactant from the vial. I noticed she was using a filter needle and that there were black flecks. In the bottom of the vial. I was able to draw the surfactant up with significant difficulty (my concern was that I did want to filter out the particles in the vial). At the time, I did not fill out a product complaint, as I did not have time, as well I just assumed it was because she used the incorrect needle (filter needle)."